Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. It was reported the patient was hospitalized for the event, one day after the event onset. On an unreported date, the patient was treated with meropenem injection (daily, dose and route not reported) and vancomycin injection (1 mg, fifth day every 14 days, route not reported) for peritonitis. The patient was discharged 14 days after the event onset. At the time of this report, the patient was recovered from the event and antibiotic therapy was ongoing. It was reported 11 days after event onset, pd therapy was discontinued. On an unreported date. The pd catheter was removed and patient was shifted to hemodialysis (three times a week). It was reported that the patient was retrained on proper aseptic technique. No addition information is available.